Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lxi 725 clinical system for two patients. Patient a: the initial result was 14.91ng/ml and 0.08ng/ml upon repeat. The sample was also tested on a different instrument and a result of 0.10ng/ml was obtained. Patient b: the initial result was an "ind" flag (ind flag indicated that the sample relative light units (rlu) reading is below the s0 calibrator's rlu mean value). The sample was re-tested and repeated results were: 7.65ng/ml and 0.00ng/ml. A result of 0.01ng/ml was generated for this sample by the different instrument. The results obtained from the different instrument were reported for both patients. Per customer, the erroneous results were not reported out of the lab. Patient treatment was not affected in connection to this event.

Manufacturer narrative:
The samples were collected in plastic bd lithium heparin plasma tubes with gel separator and centrifuged at 3,600 rpms for five minutes. Sample of patient a was aliquoted from the primary tube, and processed through the closed tube accessing (cta) system. Per customer, the sample was a "short draw". Sample of patient b was also processed through the cta. Qc was within specifications before and after the event. A system check performed on (B)(6) 2009 failed, and passed all portions when it was repeated later. A customer technical service (cts) suggested that customer discontinue running patient samples until service can check hardware. A field service engineer (fse) was dispatched: the fse inspected the instrument and checked several hardware components. The fse noted that wash pump had a crack, which was introducing air bubbles into pump; wash pump was replaced. The fse performed a diagnostic testing. Hardware verification testing passed. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.